Event description:
It was reported that during device interrogation, no ventricular capture was observed. Defibrillation threshold testing was performed and was successful. The decision was made to use only the lv lead for pacing. The defib portion of the rv lead remains active. The patient condition was satisfactory after the event.

Manufacturer narrative:
.